Event description:
Plate was implanted for a comminuted spiral oblique subtrochanteric fracture of the left femur in 1996. Plate was noted as broken on 6/4/1997, shortly after pt began new physical therapy exercise called a "wall slide." Removal of this plate is unk.